Event description:
It was reported that the patient went to the clinic to revise his artificial urinary sphincter (aus) device. The physician tried to deactivate and reactivate the device, but it did not resolved the issue. It was determined that there was a fluid leak in the system; therefore, all components were removed and replaced. There were no patient complications in relation to this event.